Event description:
At the conclusion of a surgical procedure which required heart / lung bypass, following removal of the bypass cannulae, it was noted that the tip of the arterial cannula had torn near the tip. There had been no complications during the surgery, and there was no adverse pt effect.